Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that she obtained inaccurate erratic results when testing with her onetouch ultramini meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2015 at 5:30pm when the patient reportedly obtained readings of 500 and 130mg/dl using the subject meter, and the measured results were taken more than 20 minutes apart. Comparison of measurements performed more than 20 minutes apart is an invalid comparison. The patient stated that she manages her diabetes using insulin and self-adjusts the dose, and stated that she continued with her usual diabetes management routine after the alleged issue began. The patient stated experiencing symptoms of stressed due to high readings an unknown amount of time after the alleged meter issue began. The patient reportedly spent some time in the hospital emergency room (ER) due to the alleged issue, where her blood glucose was measured using an ems meter with a reading of 380mg/dl. The patient reportedly received hcp treatment of 5 units of humulin insulin in response to the reported issue. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure and that an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.